Event description:
It was reported that a patient had coupling and communication issues between the recharger and the implantable neurostimulator (ins). It was confirmed that the ins was not flipped in the pocket. It was stated that when the recharger was placed over the ins, it would take the patient 20 minutes to get 6 'efficacy bars.' It was reported that the device was 'so sensitive and touchy' that the patient 'drew a template on his body.' It was not clear what 'drew a template on his body' meant. If the patient moves 'at all' he loses efficiency bars. The patient thought that charging was 'frustrating and cumbersome.' It was reported that the patient had his device moved two weeks previously to his side. The communication issues since implant continued after the device was moved. It was noted that the device was not too deep. It was stated that the programmer was displaying a 'change in position' prior to the 2 minute transition period. The patient found this confusing because when 'the word changes he often gets confused about the settings.' The patient had met with his health care provider and company representative on the same day of the report and neither of them could 'figure out how to solve the problem.' When the patient would go from upright to mobile the patient was seeing the word 'mobile' after 20-30 seconds. In the 2 minute transition period the position word should not change. The next day it was reported that the patient was still having coupling and communication issues. The patient would get 6 coupling bars, but if he moved '1/8 of an inch' he would drop to 2 bars. The patient had traced his recharger over his skin to get optimal coupling. The ins was moved from his left shoulder to his left hip/buttock area because the device was not detecting the 'mobile' mode. The patient was getting 6-8 coupling bars. Later that day it was reported that the patient had less voltage than was needed on his right side compared to his left side. The patient stated if he had the setting of 5.0v for his left side he could not have that for his right side because it would 'bother' him. The doctor told the patient that this was due to the 'hardware.' Later that same day it was reported that the ins had been moved on or around (B)(6) 2013. It was close to the spine and then it was moved out laterally to mid axillary area. The ins was moved because the patient was not able to trigger the 'mobility' setting on the ins. The ins was 'sutured' in. Initially after the ins was moved, they were not able to trigger 'mobility,' but then the 'mobility' setting was reduced and now the patient is triggering 'mobility.' It was stated that the patient 'loves' the voltage changes with positional changes. There were still coupling/communication issues. The patient was getting a '60' with the antenna locate (al) feature, and was getting anywhere from 2-8 bars of coupling (full efficiency of coupling bars is 8). A small amount of movement changes coupling for the patient. It was noted that the patient had an allergic reaction to the 'steri-strips' used in surgery and had an 'induration' of skin, about ¼ of an inch to ½ of an inch long that was a 'tough ridge of skin along the scar line.' It was stated that area was 'red and irritated.' The scar line was such that it ran across the ins, versus the ins being place in a pocket below the scar line. It was not clear if the induration was from the 'steri-strip' reaction of if that was just how the patient was healing. It was noted that the ins felt a little deep, but the reporter could feel all 4 edges. It was noted that the patient did not have a lot of tissue in his buttocks area, but they did not want to move the ins to his abdomen because he had a 'tummy' and they were worried that would make recharging difficult. When the patient charges he would use an ace bandage wrap to stabilize his ins. The patient tried turning the antenna dial on the recharger, but that had not helped. It was unknown if the patient had 'spacers' for recharging, which may or may not help the patient. Further information has been requested. If more information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient was "thrilled" with his new program. It was stated that another group was created that did not have adaptive stimulation, so when the patient was ready to get up and walk, he just switched to that group where the amplitudes were preset and he was "immediately" at the settings he needed for walking. When the patient was ready to stop, he just switched back to the adaptive stimulation group and was "immediately" in his upright settings. It was noted that the patient was "extremely happy" with his new therapy.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient's implantable neurostimulator (ins) "took too long to change over" to the mobility setting. It was reported that after "one minute it would show the correct position" and that "two minutes later it would switch to the voltage he needed." It was additionally reported that the "patient felt the transition for laying with only slight movements." A supplemental report will be filed if additional information becomes available.